Event description:
It was reported that: a vaporizer was filled between cases by a hosp technician. The technician did not replace the filler port plug which hangs from the pin index fill port by a retention chain when the plug is out of the port. The dr did not notice that the fill port plug was not in place when he started the next case. Anesthetic agent leaked from the open filler port, the dr exhibited drowsiness and disorientation but was finally able to diagnose and correct the problem. There was no pt or user injury. The dr believes that some kind of interlock mechanism should be incorporated to prevent recurrence.